Event description:
It was reported that there were "lead problems". The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and the outer insulation had a breached depression. It was also noted there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism.